Event description:
It was reported that the pt had rhbmp-2/acs implanted during a surgery. At an unk time post-op, the pt underwent a surgical revision.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.